Event description:
After the radiofrequency pulmonary vein isolation procedure, the patient was in asystole. The patient did not wake up after all the catheters were removed from the patient. A resuscitation team was called and resuscitation was started as the heart was still. There was no pericardial effusion, and during ablation there were no issues noted. After the resuscitation, the patient was stable. Throughout the entire procedure, the patient maintained an oxygen saturation of at least 80% and there was difficulty improving it. The patient had hypoxia. There were no performance issues with any abbott devices. The cause of the asystole and hypoxia is unknown.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. An event of asystole was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.